Manufacturer narrative:
Device eval summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger not recognizing battery) has been confirmed. Upon investigation there was liquid contamination on the battery and bedside board. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unk liquid. No adverse event resulted from the contaminated battery and bedside board. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male, pt, called zoll customer support to report that his charger was saying 'insert battery' when the battery was already inserted into the battery charger/modem. The pt was issued a replacement battery charger/modem.